Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, cracked case at display window corner, cracked lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump alarmed while she was connected to the device. Customer's blood glucose was unknown. The device was not bumped or dropped before the alarm. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.